Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that the implantable neurostimulator (ins) was dead and the patient was going to be getting a replacement "soon".

Event description:
It was reported that a patient never had therapeutic effect. The reporter stated that the patient couldn't keep food down, had pancr eatitis, had pain from gastroparesis, and had a j-tube since the month prior to the report. It was noted that the patient hadn't had her device checked since implant. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received on 2013 (B)(4) noted that the manufacturer's representative had come to the clinic to check the patient's device. Regarding the patient's pancreatitis it was noted that this was not a result of the device. Additional information received on 2013 (B)(4) noted that an impedance was done and it was within good range (200-800). Voltage and cycling were increased. The patient had follow up scheduled and the manufacturer's representative had not heard from the patient again.

Manufacturer narrative:
(B)(4).

Event description:
It was previously reported, ¿I don¿t even think it¿s working.¿ it was also noted the patient was ¿throwing up all the time, so now she has a gastrostomy-jejunostomy (gj) tube.¿ the patient also had pancreatitis on and off.

Manufacturer narrative:
(B)(4).